Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and withdrawal difficulties occurred. The target lesion was located in the highly calcified superficial femoral artery. A 7.0 x 200 75 cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. Subsequently, the balloon catheter became stuck and the physician was unable to remove the device. Surgical intervention was performed to remove the balloon and the calcium in the artery. The artery was covered with a non-bsc patch and the procedure was ended. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. A complete break was identified in the returned device shaft. The distal detached section of device containing balloon material, distal markerband, shaft and tip was not returned for analysis. The returned section of device consisted of hub/manifold, balloon material, shaft and the proximal markerband. A visual and microscopic examination identified a complete circumferential tear in the balloon material approximately 4mm proximal to the proximal edge of the proximal markerband. A small section of balloon material between 4 and 12mm was still attached to the proximal balloon bond. The detached section of balloon material was not returned for analysis. No issues were noted with the proximal balloon bond or section of attached balloon material that could have contributed to the complaint incident. A complete break was identified in the shaft of the device approximately 740mm distal to the strain relief of the device. Multiple kinks were also noted on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No damage or any issues were noted with the proximal markerband that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and withdrawal difficulties occurred. The target lesion was located in the highly calcified superficial femoral artery. A 7.0 x 200 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. Subsequently, the balloon catheter became stuck and the physician was unable to remove the device. Surgical intervention was performed to remove the balloon and the calcium in the artery. The artery was covered with a non-bsc patch and the procedure was ended. No further patient complications were reported and the patient's status was stable.